Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b2, b5, h1, h6.

Event description:
Company representitive, whom reported on behalf of hcp, later clarified "initial adverse event after injection with juvederm® ultra 2 has been reported for this case number by mistake. I want to inform you that at my earliest inconvenience juvederm® ultra 2 relates to a different patient, and has already been reported." This record relates to patient injected with juvéderm® volite¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected for correction of nasolabial folds (nhs) and wrinkles of the perioral zone with juvéderm® ultra 2. Patient had non-device related "acute respiratory viral disease" six months post injection and a week after experienced "moderately pronounced edema with slight pain on palpation occurred, the skin in the area of the lesion is moderately hyper imitated" in the places of therapy, that is, in the area of the nhs. No treatment has been performed for the symptoms. Symptoms ongoing/unresolved.